Manufacturer narrative:
Investigation results: the device was not provided for investigation. The following information was provided by the subsidiary: "later, when the doctor repaired the patient's skull, they found that there was cerebrospinal fluid leakage in the nerve patch of the dura mater area, and there was a drop of cerebrospinal fluid leakage in about two minutes." An analysis according to the pictures provided in not possible. According to the less information received an exact root cause cannot be determined. Due to the quality standard a production error and a material defect can be excluded. According to the instruction for use (IFU) the following points must be observed to avoid a leakage: " application: - choose implant size suitable for the closure of the defect - cut neuro-patch according to the application situation, in order to embed with as little stress as possible. - fix neuro-patch with nonabsorbable suture material [...] - the usage of atraumatic round-bodied needles alows sutering without causing great damage to the implant. - an additional seal with fibrin glue can be used. [...] Contraindications do not use: - in infected areas - in open cerebrocranial traumata - in open spina bifida [...] Risks, side effect, interactions potential complications that the manufacturer is currently aware of: - infection - cerebrospinal fluid leakage - adhesion - foreign body reaction [...]". (Abstract of the IFU) in addition epidural csf accumulation is a common complication after neurosurgery. Csf leakage can occur as a side effect of neuro-patch, this is also described in the IFU. Optionally, as mentioned in the IFU, fibrin glue can be used for sealing. A CAPA is not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with neuro-patch. According to the customer description, it was reported that a drop of cerebrospinal fluid leakage in about two minutes, around the cord stripping area. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under (B)(4).